Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However, due to the monitor being over 10 years old both the main battery, coin battery and lcd mount will need to be replace as a preventive maintenance. DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10037. The report was submitted in error.

Event description:
It was reported that the device blinks and goes into a strobe. The device was swapped out by the nurse, causing no adverse affects to the patient.